Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. A perforation of the patient's heart wall was confirmed via a computed tomography (CT) scan. An open heart surgery was performed to explant the lead, suture the perforation, and implant a new lead. No additional adverse patient effects were reported.